Event description:
Interrogation of patient's device at office visit revealed that the device settings were not the same as what it was last programmed to. The device was last programmed to rapid cycling parameters. Upon interrogation, device settings were at nominal values. It was reported that the patient was required to wear a walkie-talkie on shoulder/chest for approximately two hours. It is not known whether the walkie-talkie may have caused the change in device settings or whether user error during previous programming session may be the cause. The patient has reportedly experienced an increase in seizures from 2-3 over a three month period to 7-8 over a three month period. The patient's device was reprogrammed to prescribed settings.